Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose and pooling of insulin underneath the headset adhesive since starting a new type of infusion set in (B)(6) 2010. No bends or kinks were noticed in the infusion cannula. Patient first noticed the pooling of insulin by wetness on her clothing. This was typically noticed on the first day of use and when bolusing for a meal. Infusion headsets are inserted into her abdomen, and there is no scar tissue at the site. Blood glucose elevated to the 200 mg/dl range, and target blood glucose is 100-120 mg/dl. Patient treated hyperglycemia by bolusing, and if blood glucose did not decrease, she would change the infusion headset and bolus again. Infusion set insertion device is used to insert the headsets. Patient has experienced this concern with 4-5 infusion sets from each box. Patient was taught how to use this infusion set by face-to-face training and an instructional video. Patient ordered replacement infusion sets. Alleged infusion sets were discarded and not requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.